Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report their device would not recognize the pad paks on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. A clinical review is being completed to assess device contribution.

Event description:
The customer contacted heartsine to report their device would not recognize the pad paks on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. A clinical review is being completed to assess device contribution.

Manufacturer narrative:
The device files were sent in and reviewed by a clinical engineer. There was no clinical data present to review, so it is unknown whether the device performed to specification. Heartsine is still awaiting the return of the device from the customer for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the device and was not able to duplicate the issue. The pads used in the event were not sent in for investigation. No issue was found with the device. The device was archived by heartsine. The cause of the reported issue cannot be determined. The customer received a replacement device. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section h1 of the supplemental medwatch report 1/2 indicates: malfunction. Section h1 of the supplemental medwatch report 1/2 should indicate: death.

Event description:
The customer contacted heartsine to report their device would not recognize the pad paks on a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. A clinical review is being completed to assess device contribution.